Manufacturer narrative:
(B)(4). The reported complaint for "internal leakage of the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " aortic balloon counter-expulsive technology operation, the operation process is smooth, after connecting the helium on the machine, the machine alarm helium leakage, after many times of multi-personnel pipeline, did not find the external pipeline abnormality, helium continued to decline from the original helium volume of 406 kpa continued to leak to 104 kpa. At 16:00 given to the withdrawal of the machine, once again check the internal pipeline, and found that the internal leakage of the balloon". The catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " aortic balloon counter-expulsive technology operation, the operation process is smooth, after connecting the helium on the machine, the machine alarm helium leakage, after many times of multi-personnel pipeline, did not find the external pipeline abnormality, helium continued to decline from the original helium volume of 406 kpa continued to leak to 104 kpa. At 16:00 given to the withdrawal of the machine, once again check the internal pipeline, and found that the internal leakage of the balloon". The catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".